Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that a patient¿s previous catheter was kinked 3 times. The patient noted that he has had the current catheter ¿4 months¿ and there were no problems. The patient stated he ¿has had 3 pumps due to problems.¿ the pump was previously used to infuse dilaudid (hydromorphone) and currently used to infuse fentanyl. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.